Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral vein after an interventional (inferior vena cava filter) procedure. Reportedly, after the device was deployed, the knot was advanced but light manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device partially deployed without the plunger, anterior needle tip. The anterior cuff had detached from the needle tip. The posterior cuff with the posterior needle tip remained in the foot pocket. The complete suture was returned pulled out of the device. The returned device exhibited damage that indicates a different experience occurred. The posterior needle was not ejected from the cuff during needle deployment creating a cuff-miss condition as evidenced by the cuff remaining in the foot pocket, because the needle tip and cuff were not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing. A cuff-miss or partial deployment in this case can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Also the incomplete ejection of the cuff indicates that the plunger deployment may have not been completed during needle deployment, as stated in the instructions for use (IFU), while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Not performing this step correctly may also result in incomplete ejection of the needle to cuff attached detected in this case. However, this can not be conclusively determined. It was also reported that the access site was at the femoral vein, which is not consistent with the indications for use. The starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis and ambulation in patients who have undergone interventional endovascular catheterization procedures utilizing 5f or greater french procedural sheath. The IFU also under precautions states do not use the starclose se vascular closure system to close vessels with diameters less than 5 mm. The use of the device other than indicated is considered off label use and mostly a contributing factor in the damage detected with the returned device. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for device operated differently than expected-hemostasis. Based on the analysis the cuff miss condition that occurred during use experienced and subsequent failure to achieve hemostasis in this case, appears to be related to a failure to follow procedure by using the device other than the indicated for use. In review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. Estimated age(patient was reported to be (B)(6)). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the device was returned partially deployed without the plunger, anterior needle tip. The anterior cuff had detached from the needle tip. The posterior cuff with the posterior needle tip remained in the foot pocket. The complete suture was returned pulled out of the device. This finding is not consistent with the report of the knot being advanced in this case. The returned device exhibited damage that indicates a different experience occurred. The posterior was not ejected from the cuff during needle deployment creating a miss condition as evidenced by the cuff remaining in the foot pocket, because the needle tip and cuff were not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. A proxy plunger was inserted into the device and the needle trajectory was acceptable. The needle trajectory of each device is inspected during manufacturing. A cuff-miss or partial deployment in this case can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Also the incomplete ejection of the cuff indicates that the plunger deployment may have not been completed during needle deployment, as stated in the instructions for use smc device placement under (6) while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. Not performing this step correctly may also result in incomplete ejection of the needle to cuff attached detected in this case; however, this can not be conclusively determined. Based on the analysis the cuff miss condition that occurred during use experienced and subsequent failure to achieve hemostasis in this case, appears to be related to a failure to follow procedure by using the device other than the indicated for use. In review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no previous incidents reported for device operated differently than expected-hemostasis.